Event description:
The pt reported receiving an e4 (occlusion) error on the infusion device and elevated blood glucose of 200-250 mg/dl. The pt changed the infusion set and insulin cartridge and e4 recurred. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report.